Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage was found inside the pump. Unable to perform the operating currents tests due to the unresponsive buttons. Unable to verify the battery out limit alarm due to no button response. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 92 mg/dl at the time of the call. The customer stated that the insulin pump was exposed to water. The customer stated that the battery life does not last for more than ten minutes in the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.